Event description:
It was reported the pt anatomy provided unexpected delays in the initial cut down therefore extending the procedure time. During this time the pt experienced blood loss in excess of 1 liter. Eventually the device deployed successfully and the pt was discharged from the hosp the following day. There was no allegation of product deficiency made by the clinician.